Event description:
Myair iphone app by resmed has lost CPAP (continuous positive airway pressure) usage data and company cannot and will not assist retrieving data. I also ask to file a complaint and they would not accept the complaint in their complaint handling system. The failure is, has financial and diagnostic issues related to sleep apnea.